Event description:
It was reported that the right ventricular (rv) lead had non-physiological sensing that appeared to be noise and a high sensing integrity count. A chest x-ray showed that the rv lead was sitting right at the tricuspid valve. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between 07-feb-2012 nd 27-may-2012. Also, there was sensing of interference/noise with ventricular short interval count (v-sic) equal to 4.4 counts avg/day, in 273.55 days, between 05-oct-2011 and 05-jul-2012.